Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced twiddlers syndrome. A chest x-ray revealed that the right atrial lead had dislodged. The lead was explanted and replaced on (B)(6) 2014.